Manufacturer narrative:
Procedure was reviewed with the surgeon, the system functioned as designed with nothing noteworthy identified regarding the capsulotomy. There was no indication during the laser treatment as to the cause of the run out. Clinical follow up with the surgeon surrounding capsulotomy setting adjustment, docking techniques, and capsular button removal.

Event description:
On (B)(6) 2024, while cas was on-site for surgery support, ((B)(6)) doctor reported that he experienced an anterior capsular runout on procedure ID # (B)(4). The runout was controlled, and did not require an adjustment to the lens or prescribed treatment.